Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Based on the allegation the meter was not tested since the alleged issue is with the test strips and not the meter. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient's daughter (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that the alleged power issue began one week prior to contacting lfs; the reporter was unable to recall the exact date and time. During the follow-up call, the reporter informed the csr that the patient tests her blood glucose twice a day and that she takes metformin pills to manages her diabetes. The reporter claimed the patient consumed rice and potato when she was unable to test with the subject meter due to the alleged meter issue. At the time of the initial call to lfs, the reporter claimed the patient felt ¿dizzy¿ after the alleged power issue began and that on (B)(6) 2019 she ¿fell down¿. During the follow-up call, the reporter confirmed the patient also experienced symptoms of ¿tired, weak, could not walk properly, confused, disorientated" and that she ¿blacked out¿. The reporter confirmed the patient associated the symptoms with high blood glucose and claimed she was treated at the emergency room with an insulin shot and that her doctor increased her metformin dose from 850 mg to 1000 mg twice a day. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that the correct test strips were being used for testing. The csr confirmed the patient was able to turn the meter on when a new test strip was inserted and when the power button was pressed. However, the patient did not have the subject test strip available to insert into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged power issue began.